Event description:
Customer reported recurring cartridge alarm on multiple dates, which occurred during the load process. Blood glucose level due to the issue was displayed as "high" on (B)(6) 2025, but did not exceed 500 mg/dl on subsequent dates. Customer took corrective action by administering a correction bolus via pump. Technical support confirmed the issue, decided to replace the pump, and advised the customer on procedures for returning the defective pump and receiving the replacement. Customer did not report needing assistance from a third party and was informed about updated software arriving with the new pump, which they understood. There was no backup therapy available, and the customer was advised to reach out to a healthcare provider.